Manufacturer narrative:
Initial reporter postal code: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed droplets of fluid inside a bag that contained the device which suggested a leak occurred. The reported condition was verified. The photograph also showed a non-baxter luer cap was used on the folfusor device, and white drug residue could be seen from the non-baxter cap which suggested the probable cause of the leak may be due to an un-tightened or defective non-baxter cap. The product label (IFU, instructions for use) indicates the folfusor's blue winged luer cap should be securely connected to the folfusor device after filling and priming to prevent leak. Customer should use the product's blue winged luer cap and follow instructions from the product label. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The label was saturated and there were drops of liquid in the pouch. The purple cap at the end of the tubing was slightly loose and liquid was noticed near the cap. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.